Event description:
Patient reported "rupture". This record is for left side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: 2005 (year only received.) A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d4, d6a, g1, h6.

Event description:
Patient reported left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g2, h6.

Event description:
Patient reported "rupture". This record is for left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on january 22, 2025, with lot number 327067. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedures creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6,

Event description:
Patient reported left side "rupture".device has been explanted and replaced.